Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported internal leak and high pressure sound from inomax ds, (B)(4). Eval summery - the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.

Event description:
A male born 25 weeks gestation on (B)(6) 2010 (B)(6) and has a past medical history of prematurity, patent ductus arteriosus, frequent oxygen saturation decreases for no causal reason, and pulmonary hypertension. On (B)(6) 2010, he received 5 parts per million (ppm) of inomax for the treatment of pulmonary hypertension. His treatment is ongoing. On (B)(6) 2010, a nurse heard a hissing noise from inomax ds (B)(4) and called a respiratory therapist. The respiratory therapist stated they observed the low nitric oxide (no) /nitrogen gas (n2) pressure alarms activated and the monitored nitric oxide (no) value at 1.2 ppm. The patient's oxygen saturation level decreased from his baseline of 92% to the 70s for less than 12 minutes prior to being manually ventilated on the inoblender. His oxygen saturation immediately came up to 100% and was bagged for 15-20 minutes on the inoblender while the inomax ds device was replaced with another unit. The patient's oxygen saturation decrease resolved and the respiratory therapist deems the event mild in severity and unlikely related to the interruption of therapy with inomax as the patient has a history of frequency oxygen desaturations.